Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; g3; h2; h3; h4; h6 and h11. The device was culture tested positive by the customer. The device was tested positive by olympus, therefore the user request "we have had an unusually high amount of bacterial growth in this colonoscope" was confirmed. After decontamination, the device was tested positive again. Third hygiene microbiological investigation (hmi) test was performed after repair. After the replacement of contaminated components, the device was tested negative. Based on the data provided, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damage (e.g. Scratches, cracks, leak, foreign objects, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. The inspection report contained several deviations. Without the cds information and hmi results from the customer, we cannot correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. The initial olympus hmi could not confirm customer findings but shown a bacterial growth. After repair with channel replacement and reprocessing by olympus, the hmi results were within the acceptance criteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.